Manufacturer narrative:
We have made multiple attempts to obtain add'l info and to request return of the device for eval. However, no add'l info has been rec'd related to this event or device. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2010 - (B) (6) 2010 - pt had a (B) (6) infection at the site of a ck mesh, the mesh was explanted.